Manufacturer narrative:
Vessel dissection is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a penumbra (B)(6) study (start). The info available regarding this event is limited to the procedural reports provided by the hospital. However, this pt was later determined to be ineligible for the enrollment in the study.

Event description:
During a stroke procedure there was a dissection involving the right ica at the level of the mid cervical. According to the principal investigator, dr. (B)(6), the dissection was related to the study device, probably the 041 catheter, but he could not be sure specifically. There was no treatment required to address the dissection and the event was considered mild. There was no mention of the dissection later on in the procedure and no complications to the area of the right cervical ica were observed. The pt was required to begin aspirin a day earlier than standard of care as a result of the dissection.